Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer had been hospitalized 3 times since (B)(6) and that they were experiencing high blood glucose during their pregnancy. The customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 420 mg/dl. The customer was hospitalized on (B)(6) 2017 because their blood glucose was going high again and their stomach was upset. The customer was given more insulin. The customer was wearing the insulin pump at the time of hospitalizations. The caller also reported that they had recurring no delivery from the insulin pump. The caller declined troubleshooting for the recurring alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.